Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Facility nurse reported that pt called during the first few mins of a routine hemodialysis treatment to report a venous pressure low alarm occurred. Instructions were given to reset alarm and adjust arterial needle. Pt then reported lower back pain. Instructions were given to terminate the treatment without rinseback, which resulted in a 210cc blood loss. Low back pain subsided after about 30 mins but pt then experienced abdominal cramps. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to treatment terminated without rinseback. Physician reports that pt symptoms were likely the result of hemolysis. No kinked lines or defects were found upon inspection of the returned cartridge. Facility nurse observed pt treatment the following day and noted that the pt induced a kink in the arterial blood line during set-up of the cartridge.